Event description:
Additional information was received stating that the issue with the power conversion board was an out of box failure.

Manufacturer narrative:
B5: additional information h3, h6: a medtronic representative went to the site to perform a system checkout. All 30 depleted batteries were replaced due to failure and cycling power conversion. Due to updated power conversion, also installed updated power tray. The system then passed checkout. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: rev. 1 : s/n (B)(6); product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(6). H3) the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it failed bench testing. Transistors q28 and q14 were found to be shorted. Analysis found that the reported event was related to an electrical issue. The power conversion was returned to the manufacturer for analysis. Analysis found that it passed bench testing. When installed in a known good system, the system would not fully boot and the motion would not ready. Analysis found that the reported event was related to an electrical issue. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. No problem was found while under testing. H6) 10, 120, and 4307 are associated with the power conversion enclosure and power conversion. 10, 213, and 67 are associated with the power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) will not turn on for the imaging system in the vip suite. Batteries are measuring under acceptable voltage specification. No patient. Additional information was received: the manufacturer representative replaced the 30 batteries in the system, and it would turn on, but then discovered that the power conversion was bad and was cycling power even when off. This is the root of the problem and caused the batteries to drain even quicker when the system was unplugged from the wall. Technical services (ts) put in the shipment for the battery conversion board and power tray that must be replaced with it.